Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 29, 2021. Device evaluation summary the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture and parallel striations were found in two (2) areas on the posterior aspect measuring less than 0.1 cm each one of them. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation on the right and breast augmentation revision on the left experienced bilateral rupture with pain post procedure. The ruptures were diagnosed through computed tomography during an emergency room visit. As a result, bilateral prosthesis replacement with 320cc mentor memorygel breast implants was performed on (B)(6) 2021. See 1645337-2021-03874 for contralateral prosthesis report.